Manufacturer narrative:
(B)(4). (B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated with intravenous ceftriaxone (dose, frequency, and duration not reported) for peritonitis. Three days after the event onset, pd therapy was discontinued and the patient was switched to hemodialysis. It was not reported if the peritonitis was resolved. No additional information is available.